Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited oversensing and pacing inhibition. There was asystole greater than 2 seconds. An invasive procedure was performed to replace the lead. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--